Manufacturer narrative:
(B)(4). The complainant indicated that the device remained implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The investigation concluded that death is a known potential complication of the metal stent placement procedure and are noted within the directions for use (dfu). Therefore, the most probable root cause classification of this investigation is anticipated procedural complication.

Event description:
On (B)(6) 2014, it was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the common bile duct of a patient, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2008. A pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2010, liver function tests were performed. On (B)(6) 2010 baseline biliary obstructive symptoms of right upper quadrant pain, fever/chills, jaundice and pale stools were reported. On (B)(6) 2010, the patient underwent biliary stent placement for a distal biliary stricture. The stricture had previously been treated with a sphincterotomy and four plastic stents. The previously placed plastic stents were removed prior to study stent placement during the study stent placement procedure. The study stent was deployed in a satisfactory position across the stricture. On (B)(6) 2010 the patient returned for follow up and no biliary obstructive symptoms were reported. On (B)(6) 2010 the patient passed away. The patient was not in the hospital when they died and the cause of death was unknown/not reported. No further information can be obtained from the clinical site regarding this event. Additional information received 06jan2015. This case was adjudicated by an independent medical reviewer who assessed the death to be unrelated to the study device.

Event description:
On (B)(6) 2014, it was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2008. A pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2010, liver function tests were performed. On (B)(6) 2010 baseline biliary obstructive symptoms of right upper quadrant pain, fever/chills, jaundice and pale stools were reported. On (B)(6) 2010, the patient underwent biliary stent placement for a distal biliary stricture. The stricture had previously been treated with a sphincterotomy and four plastic stents. The previously placed plastic stents were removed prior to study stent placement during the study stent placement procedure. The study stent was deployed in a satisfactory position across the stricture. On (B)(6) 2010 the patient returned for follow up and no biliary obstructive symptoms were reported. On (B)(6) 2010 the patient passed away. The patient was not in the hospital when they died and the cause of death was unknown/not reported. No further information can be obtained from the clinical site regarding this event.